Manufacturer narrative:
(B)(6). (B)(4). Concomitant medical products: oxford uni twin-peg femoral sm catalog#166941 lot#2203702, oxf uni tib tray sza rm/ll PMA catalog#154719 lot#1985225. This product is manufactured by zimmer biomet UK and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet UK manufactures a similar device that is cleared or distributed in the united states under PMA (B)(4). The device was not returned for evaluation as the device was discarded. Review of the material history record (mhr) found the units were released to distribution with no deviations or anomalies. Review of the complaint history found no additional related issues for this item. Without an opportunity to evaluate the device the complaint could not be confirmed. The root cause was attributed to disease progression. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that patient underwent right partial knee arthroplasty on (B)(6). Subsequently, patient was revised on (B)(6) due to osteoarthritis. All components were removed and replaced with total knee components. No further information was provided.